Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink of a clearlink duo-vent continu-flo set would not allow solution to flow through it. This occurred during patient infusion, while a non-baxter adapter was connected to the y-site closest to the patient. The reporter stated that there were no issues with the other two y-sites and they were occasionally able to obtain flow by changing the adapter and flushing the setup with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.